Event description:
Related manufacturer report number: 3006705815-2022-17179. It was reported that the patient is unable to set their ipg into MRI mode due to high impedances on one lead. The investigation did not confirm which lead has high impedances. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000037549.

Event description:
Additional information received reports that the patient's ipg was replaced electively and is therefore no longer reportable.

Manufacturer narrative:
Correction b5: additional information received reports that the patient's ipg was replaced electively and is therefore no longer reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.